Event description:
Boston scientific received information that this pacemaker displayed intermittent atrial and ventricular pacing post-operative prostate procedure. Accelerometer and minute ventilation were active. Additional information indicated that interactions with machines in the hospital caused the increase in minute ventilation pacing. The device was re-programmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.